Event description:
A report was received during a routing follow-up visit that the patient had a slight infection. The physician prescribed antibiotics for the patient as a precaution. The patient's symptoms include: swelling, pain, fever, and vomiting. The patient no longer had an infection after being prescribed antibiotics.